Manufacturer narrative:
Upon receipt, the lead under complaint was found cut at approx. 16 cm distal to the is-1 connector pin. Two fragments, together measuring approx. 58 cm, were returned for analysis. The distal fragment including the lead tip and part of the shock coil was not available for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The inspection of the returned fragments revealed a rubbed through insulation at approx. 32 cm proximal to the (missing) lead tip. The coating of the conductor cable to the rv shock coil was found damaged in this area. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress during its long service time. Interaction between the lead body and the generator housing should be taken into consideration. Further damages occurred most likely due to mechanical forces applied during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was returned without documentation from medtronic. There was no other patient information after contacting medtronic, boston scientific, st. Jude, and ela. The patient's physician had no information, since he had not seen him for over 5 years. There were no adverse patient events reported. Should additional information be received, this file will be updated.